Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument was reacting properly to surgeon's movements, restricted and slow motion. Took out the device as well as reinserted. Checked the drapes. No patient tissue damage or connected to tissue. Replaced with a new device and worked correctly. Small chip in the black insulation other than that no noticeable defects. The procedure was completed with no reported patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations replicated/confirmed the customer reported complaint: 'not reacting properly to surgeons movements, restricted and slow motion'. The instrument was tested on an in-house system showing 11 lives remaining. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. There was no physical damage. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to problems, including misuse and recognition issues. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned instrument revealed no issues related to the customer reported issue.

Event description:
Refer to h11 for follow-up information.